Event description:
The pt reported out of range normal control solution test results with device, lot 16149b. The pt opened the test strips today and obtained a normal control solution test result of 160 mg/dl versus a normal control solution range of 105-157 mg/dl. With the representative, the pt obtained three normal control solution results of 163, 155 and 148 mg/dl. The pt's meter was set to the appropriate code when all tests were performed. The dessicant is in the bottle. The pt shook the control solution before she applied the sample to the test pad. The pt could not read the lot number and expiration date of the control solution because the typeset was "too small." However, the pt purchased the control solution this week and opened it today so it is unlikely that it is expired. She did not have a check strip available to test the meter. The pt stores her test strips in her bedroom.